Event description:
As reported, a non-cordis guidewire could not pass through the distal end of a 14mm x 80mm smart control 7f self-expanding stent (ses) delivery system and became stuck. The device could not advance with the guidewire, and the guidewire could not be removed. The device was never inserted into the patient and was replaced with an unknown device. There was no damage to the guidewire; however, the same guidewire was not successfully used with the replacement stent delivery system because it became stuck in the catheter and could not be removed. There were no reported injuries to the patient. The device was used in accordance with the instructions for use (IFU) and was stored and prepared as recommended and no difficulty was encountered flushing the delivery system. No damage was noted to the product packaging upon inspection prior to use. No kinks or other damages were noted prior to attempted insertion into the patient. The device will be returned for evaluation along with the non-cordis guidewire. Addendum: product evaluation revealed the guidewire lumen inner shaft of the smart control delivery system in separated.

Manufacturer narrative:
Complaint conclusion: as reported, a non-cordis guidewire could not pass through the distal end of a 14mm x 80mm smart control 7f self-expanding stent (ses) delivery system and became stuck. The device could not advance with the guidewire, and the guidewire could not be removed. The device was never inserted into the patient and was replaced with an unknown device. There was no damage to the guidewire; however, the same guidewire was not successfully used with the replacement stent delivery system because it became stuck in the catheter and could not be removed. There were no reported injuries to the patient. The device was used in accordance with the instructions for use (IFU) and was stored and prepared as recommended and no difficulty was encountered flushing the delivery system. No damage was noted to the product packaging upon inspection prior to use. No kinks or other damages were noted prior to attempted insertion into the patient. The device will be returned for evaluation along with the non-cordis guidewire. A non-sterile unit of ¿smart 7fr (120cm) stent 14x80mm¿ was received for analysis inside of a plastic bag. The device was unpacked to perform the product evaluation. A 0.035¿ unknown guidewire is inserted into the unit. A separate condition on the device was observed located approximately 116 cm from the distal end. Despite the separation, both sections are still retained together by the unknown guidewire that is inserted inside. The stent is fully deployed. The stent was not returned for analysis. The lock tab was not returned. No other outstanding details were observed. Functional analysis was performed to determine if resistance/friction or obstruction between the wire lumen and the guide wire can be found at the insertion/withdrawal process. The 0.035¿ unknown guidewire was withdrawn observing a kinked condition that matches the separated area located approximately 77 cm from the proximal end. The 0.035 unknown guidewire was inserted and withdrawn into the wire lumen of the two separate pieces. Only in the kinked area of the 0.035¿ unknown guidewire was observed a resistance condition. A 0.035¿ lab sample guidewire was inserted and withdrawn into the wire lumen of the two separate pieces. No resistance, friction or obstructed condition was noticed. Functional analysis was performed to determine the functionality of the tuning dial of the returned unit. Due to the observed separation only a simulation was performed on the handle mechanism. The tuning dial and the deployment lever were setting back to the manufacturing position. The tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). Then, the deployment lever was pulled back. The deployment mechanism is working as expected, and no anomalies were observed during the rotation of the tuning dial. Dimensional analysis was performed to verify the correct od and ID of the polyimide wire lumen. Measurements were near to the separation and verified dimensional analysis results were found within specification. Dimensional analysis was performed to verify the correct od and ID of the outer sheath. Measurements were taken near to the separation and results were compared and dimensional analysis results were found within specification. The separated edge of the outer sheath and the wire lumen were inspected with a vision system. Elongations and plastic deformation were observed on the material. The elongations and plastic deformation found on the material of the unit are commonly associated with separations caused by material tensile and twisted overload, indicating that the device was induced to a tensile and twisted force that exceeded the material yield strength prior to the separation. The reported ¿guidewire lumen (inner shaft) obstructed¿ and subsequent findings of ¿guidewire lumen (inner shaft) separated remains on wire¿ was observed during analysis of the returned device. However, the exact cause of the reported events cannot be conclusively determined. Based on examination of the returned device and the results of functional and visual testing, the findings are consistent with mechanical overload involving combined tensile and torsional forces applied to the delivery system while the non-cordis guidewire was engaged and unable to advance through the distal tip. Microscopic examination of the separation edges showed elongation and plastic deformation characteristic of material yielding under tension and twist. Dimensional verification of the wire lumen and outer sheath near the separation were within specification, and a laboratory 0.035 reference guidewire passed freely without difficulty. The returned clinical guidewire exhibited a kink at a location that corresponds to the device separation, supporting an interaction between a deformed/kinked guidewire and the delivery system that led to localized resistance and subsequent overload. Handling during device preparation and use of the concomitant guidewire were likely contributing factors to the events reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Stent deployment procedure: 1. Insertion of introducer sheath or guiding catheter and guidewire a. Gain access at the appropriate site utilizing the appropriate accessory equipment compatible with the stent delivery system. B. Insert an .035¿ (0.89 mm) guidewire of an appropriate length through the introducer sheath or guide catheter. A. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.